Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, there is a little black ring at the top and it keeps coming off and would hang on the tubing and now he lost it and the reservoir does not stay in there like it should. Troubleshooting steps were guided for physical damage. Customer advised to replace and discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unable to perform displacement test due to missing retainer. The reservoir does not stay locked in due to missing retainer. Unit received missing reservoir tube o-ring, minor scratches on case and minor scratches on lcd window.